Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid at an unknown dose and concentration via an implantable pump for non-malignant pain. It was reported that the patient's pump was removed on (B)(6) 2016 due to infection and a small piece of wire stuck out of his skin where the pump and tubing met. Additionally, the patient felt it was unfortunate that there was not a better place to put the pump in other than where the belt would buckle. It was asked if there was a flatter pump because the patient's pump was like a "lump", protruding. It was further stated that the pump looked like someone put a double sized pump in. It was also noted that they could not put the pump on his back as the patient slept on his back, and there was not much room between his rib cage and hip bone, event though he was about 6 feet tall. It was also mentioned that before the patient's pump was put in, the patient was taking oral medications and going to the pump was very helpful as he didn't use as much medication. Therefore, he had less of a problem with constipation. Right when the pump was installed, the patient noticed "almost chocolaty brown, red skin" from about halfway from the pump to his back and it never really went away. The patient had vancomycin to treat it and the blood tests were clear. The infection was determined by the healthcare provider (hcp) on the (B)(6) 2016 and on that same date, the hcp noticed a small piece of wire sticking out through the skin. It was stated that it was hard to say what was the cause of the infection and the blood test was not showing an infection. The hcp decided to remove the pump because of irritation to the body. It was noted that they did a treatment with intravenous vancomycin, but it did not seem to change. The patient had morphine in the pump at first, then he was on dilaudid. The patient was on dilaudid for at least a month or more.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.